Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012642928); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012635057); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pre-existing right bundle branch block underwent a transcatheter heart valve procedure. A temporary transvenous pacer was inserted at the beginning of the case due to the pre-existing conduction abnormality. Pre-dilatation was performed with a 23 millimeter non-medtronic balloon, after which complete heart block occurred and the patient was supported by temporary pacing. The procedure was paused for 7.5 minutes to allow for the return of the pre-existing rhythm, and with time and medical support, the rhythm progressed to a 2:1 atrioventricular block and then to wenckebach (mobitz type I av block). The valve was deployed at a depth of 3 millimeters on the non-coronary cusp and 5 millimeters on the left coronary cusp using cusp overlap and commissural alignment. No paravalvular leak, aortic insufficiency, or mean gradient was measured. No post-dilatation was performed. The patient was transferred to recovery with the temporary pacing wire in place, being paced at 70 pulses per minute, and ongoing monitoring was planned to determine if a permanent pacemaker would be required.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H2. H3. Device evaluated h6. Product analysis: the device remains implanted; therefore, analysis could not be performed. However, one fluoroscopic image from the case was submitted to medtronic for review. No computed tomography imaging nor executive summary were provided for anatomical consideration. Per the device instructions for use (IFU): potential risks associated with the implantation of the transcatheter bioprosthesis may include, but are not limited to, the following: conduction system disturbances (ex. Atrioventricular node block, left-bundle branch block, asystole, etc.), which may require a permanent pacemaker. Medtronic best practice recommends recapturing the valve if deployed >1 or >5. > 5 mm depth may contribute to increased risk of conduction disturbances, which may require a permanent pacemaker. With the image provided medtronic could not confirm or deny if the valve was >5mm. Conclusion: the investigation remains in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pre-existing right bundle branch block underwent a transcatheter heart valve procedure. A temporary transvenous pacer was inserted at the beginning of the case due to the pre-existing conduction abnormality. Pre-dilatation was performed with a 23 millimeter non-medtronic balloon, after which complete heart block occurred and the patient was supported by temporary pacing. The procedure was paused for 7.5 minutes to allow for the return of the pre-existing rhythm, and with time and medical support, the rhythm progressed to a 2:1 atrioventricular block and then to wenckebach (mobitz type I av block). The valve was deployed at a depth of 3 millimeters on the non-coronary cusp and 5 millimeters on the left coronary cusp using cusp overlap and commissural alignment. No paravalvular leak, aortic insufficiency, or mean gradient was measured. No post-dilatation was performed. The patient was transferred to recovery with the temporary pacing wire in place, being paced at 70 pulses per minute, and ongoing monitoring was planned to determine if a permanent pacemaker would be required. Additional information was received to confirm the patient returned to baseline sinus rhythm with rbbb and a heart rate of 76bpm. A permanent pacemaker was not implanted. The patient was discharged to home on the second post-operative day.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.